Manufacturer narrative:
The liberty cycler was not repaired or replaced in association with this event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported that a patient was hospitalized on (B)(6) 2016 with a diagnosis of peritonitis caused by touch contamination. Laboratory results of the patient's peritoneal dialysis effluent were positive for staphylococcus aureus. A course of the antibiotic vancomycin (dose and route unknown) was prescribed in hospital. The patient's pd catheter was removed and the patient's modality was switched from peritoneal dialysis to hemodialysis. The patient is currently asymptomatic.